Manufacturer narrative:
¿The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
The fse was dispatched to the site to complete the repair after the quotation was approved. The vacuum pump oil catalytic converter, and oil mist filter cartridge was replaced to resolve the odor/smells issue and the unit was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells is the vacuum pump oil, catalytic converter, and oil mist filter cartridge the field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
A customer reported an event of "odor/smell" possibly "peroxide" emitting from the sterrad® nx sterilizer. The asp field service engineer was dispatched to the customer site and recommended to the user not to use the unit until it is serviced. The machine is reportedly stopped and not in use until the repair quote is accepted by the customer to perform the corrective maintenance. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.